Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the reservoir has air bubbles in it. The customer indicated that their blood glucose was high but didn't provide the reading. Customer has tried all remedies to get rid of the air bubbles. Customer could not complete troubleshooting.